Event description:
The report stated that during a tah procedure, the jaws of the ligasure impact stuck closed. The surgeon was able to pull it off the patient tissue without injury. Subsequently, upon return of the device for evaluation, visual examination on 06/04/2008 found the blade extending beyond the jaws which has the potential to cause injury.

Manufacturer narrative:
Date of initial report: 06/26/2008. The device has been received and is under evaluation. When the investigation is complete, a follow-up report will be sent.